Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with 2 leads (from the same lot) and postoperatively, experienced a headache and was recommended to be hospitalized overnight. No blood patch was performed and the patient's headache was resolving. The patient was discharged to home and is doing well. No further interventions are planned.